Event description:
It was reported that during an unk procedure, clips would not advance. The device released 1 clip on 2. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Malformed clip, damaged anti-backup, feedbar damaged. Eval summary: the analysis results found that the instrument was returned in good visual condition. During functional testing, the anti-backup was noted to be non-functional, thus partially formed clips. The instrument was disassembled, and found the anti-backup lever teeth were noted to be worn out, and the feed bar was bent. No conclusion could be reached based on the analysis results, as to what may have caused the reported event. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis, to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the mfg process.